Manufacturer narrative:
Additional information: e1 (event site address - (B)(6)). A getinge field service engineer (fse)have continued to verify this phenomenon (system overheating) internally, but the phenomenon was not reproducible. However, as a precautionary measure, fse replaced scroll compressor (d119-00-0236),temperature sensor (d206-00-0734), muffler (d103-00-0499), muffler (d103-00-0631) and returned the instrument to the customer. In addition, regular calibration and replacement of expendable parts (primary 9v battery, d146-00-0146) are performed.the defective components were received for further investigation. The failure analysis and testing department received all the parts with a reported of the ¿system overheating¿. Performed visual inspection per the cardiosave service manual p/n 0070-00-0639 rev r and found no visual damage and the parts looks to be in good condition,also tested in accordance with the cardiosave service manual p/n 0070-00-0639 rev r. Found that all functions were normal. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the parts in the failure analysis and testing department per procedure 0002-07-d008 rev ap.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system overheated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.